Event description:
Customer reported via phone call that the insulin pump alarmed motor error within the first two days of receiving it. That was two month ago and the alarm was cleared but customer stated that the insulin pump alarmed motor error during prime the night prior to calling. The customer confirmed receiving a motor position encoder error alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed the displacement test and had constant motor error alarm noted during rewind due to motor encoder out of phase. Unable to confirm e70 alarm due to motor error alarm. No physical damage noted during our visual inspection.